Manufacturer narrative:
Additional information: investigation: the following allegations have been investigated: organ perforation, tilt, trouble sleeping, anxiety, physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported trouble sleeping, anxiety and physical limits are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2003 via the right common femoral vein due to trauma. Patient is alleging tilt, vena cava and organ perforation. Patient further alleges trouble sleeping, anxiety, and physical limitations. Report from CT: "metallic filter is noted in the inferior vena cava. "Ihe axis of the filter is tilted medially by approximately 9 degrees but the apex of the filter appears to be within the lumen of the ivc, not in contact with the inferior vena cava wall. The apex of the filter is at or just above the level of the confluence of the renal veins with the inferior vena cava. Four of the filter struts penetrate through the wall of the inferior vena cave. The lateral strut shows the largest penetration, proximally 4 cm lateral of the wall of the inferior vena cava. Posterior strut abuts the right psoas muscle. Anterior strut abuts the posterior wall of the third portion of the duodenum. Filter struts are intact without fracture or bending. No inferior vena cava stenosis is seen though evaluation is limited without intravenous contrast."

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegation has been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2003. Approximately 15 years and 9 months after receiving the filter implant, the patient underwent a computed tomography (CT) scan which revealed that the filter had migrated since its implantation as several struts were perforating through the patient's inferior vena cava (ivc) wall. The CT scan also revealed that at least one strut was abutting the patient's psoas muscle and another strut was abutting the posterior wall of the third portion of the patient's duodenum. Hospital and medical records have been requested, but not yet provided.